Event description:
It was reported that a large volume infusor had particulate matter within its balloon. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 15, 2015 ¿ january 16, 2015. The device was received for evaluation. Visual inspection revealed a particle in the bladder of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.